Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker was suspected of premature battery depletion (pbd). This device was explanted approximately eight years after implant for a therapy upgrade, which was done at the discretion of the physician. No additional adverse patient effects were reported outside of the elective replacement. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory.

Manufacturer narrative:
No further information was received and records indicate this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that there was a concern this pacemaker was exhibiting premature battery depletion due to sensing of high atrial rates and/or the signal artifact monitor. Technical services (ts) discussed sending a save to disk for further analysis if desired. No adverse patient effects were reported.